Manufacturer narrative:
UDI -- (B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, during surgery, a perforator failed to disengage, damaging the patient's dura.

Event description:
Updated event description: as reported by the ous affiliate, during surgery, a perforator failed to disengage, damaging the patient's dura. The issue occurred during the last hole of trepan. The craniotomy procedure was completed normally. The perforation in the meninges and brain has necessity a local hemostasis and a filling of the breach by waterproof tissue. The patient had no lasting harm from event.

Manufacturer narrative:
Additional information: this report has been updated to reflect additional event information received from the initial reporter.

Manufacturer narrative:
Additional information: the sample was visually inspected and no anomalies were observed other than wear on the product label. The perforator was then functionally tested. A series of holes with drilled without issues. The device performed as intended. A review of manufacturing records found no anomalies during the manufacturing process. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.